Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be dropping suddenly. Reportedly, the battery gauge dropped suddenly and the pump shut off due to insufficient power. The customer's blood glucose level was 130 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy